Event description:
The pt experienced withdrawal symptoms of increased baseline pain, nausea, vomiting and diarrhea. A confirmed motor stall was noted in the event logs on (B)(6) 2010 with no motor stall recovery recorded. The pt did not have any exposure to sources of emi (electromagnetic interference). The pump contained fentanyl and bupivicaine. Additional info has been requested, a follow-up report will be sent if additional info becomes available.

Manufacturer narrative:
(B)(4).